Event description:
It was reported the physician aspirated blood to test the catheter for occlusion and no blood was observed from the white and blue hubs. The cvc was removed and a new one inserted. The removed catheter was further tested by the nursing staff by flushing and found the white and blue hubs were blocked, and the brown hub was barely patent. There was no patient harm. The patient "is fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported the physician aspirated blood to test the catheter for occlusion and no blood was observed from the white and blue hubs. The cvc was removed and a new one inserted. The removed catheter was further tested by the nursing staff by flushing and found the white and blue hubs were blocked, and the brown hub was barely patent. There was no patient harm. The patient "is fine".